Event description:
Patient's ultra meter would not power on. A medical affairs specialist (mas) spoke to the patient. The meter had stopped working for the past three weeks. The patient reseated the batteries and even replaced the batteries and the meter still did not power on. On an unknown date, he felt light headed and tried to test and the meter would not power on. He ate a piece of candy and went to the physician's office where he was tested, but did not receive any medical treatment. He claims the reading was on "the lower end of good" and would not specify with mas what his blood glucose reading was in the physician's office or in general his blood glucose readings. The patient still took his oral medication without knowing his readings. The patient has had the meter for a year and was using the correct vial of test strips. The meter was never dropped. The meter would not power on by pressing the power button or by inserting the test strip all the way into the test strip port. Customer care agent (cca) found out that the patient had incorrectly seated the batteries. Cca had the patient reseat the batteries properly and meter powered on. Cca sent the patient a replacement meter. The complaint is being reported since the patient experienced symptoms that could be consistent with hypoglycemia because the meter would not power on (batteries seated incorrectly).